Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported that the right atrial lead dislodged approximately one hour after implant during the removal of the previous system. The lead was unable to be placed in a stable position after attempts to reposition. The lead was explanted and no attempt was made to replace the lead due to the patient's atrial fibrillation. No patient complications have been reported as a result of this event.